Event description:
When cardioverting/defibrillating pts with the multifunction electrodes, pts' skin became reddened and sore under the pods. MFR rep already has f/u and no pads in use at rptr's hosp.